Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 192 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.